Event description:
The reporter stated a 3-piece silicone lens model a12003v haptic broke during insertion and the cause of the lens damage was unknown. When the lens was removed, the incision was not enlarged, but a suture was needed. There were no other pt injuries. An msi-tm injector, lot number unknown, and the aq cartridge fp. Lot number 1198530, were used during surgery.